Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: legal. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had pain in his left hip, black substance between head and trunnion. (2) 6.5 pinnacle screws were removed as well. After review of medical records, the patient was revised to address pain. Intraoperative findings reported a large amount of fluid that came from the iliopsoas bursa. There was extensive corrosion between the cobalt chrome aml stem and the cobalt chrome ball. There was also extensive corrosion on the back of the metal insert between the insert and the depuy shell. There was also metallic debris around the trunnion. The screws removed from the acetabulum as their utility had long since passed and shouldn't complicate for the polyethylene bearing. The 2 unknown hip implant and unknown stem were updated. Cup and 1 screw were added due to revision findings. Doi: (B)(6) 2009. Dor: (B)(6) 2019; left hip.